Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, the reported problem of failed downstream occlusion was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log (ehl) revealed an event of "downstream occlusion!" However testing results cannot be confirmed through the history log.. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion sensor test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.